Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was damaged and leaked during fill one of peritoneal dialysis therapy. The care giver (cg) explained that there was fluid beneath the homechoice device. During the troubleshooting, the cg noted that the cassette was wet but they could not see a source of the leak. The solution bags, lines and connections appeared dry. The technical service representative assisted the patient with the troubleshooting and ending the therapy so they could start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.